Event description:
It was further reported that the driveline cover was stiff and would not fit over the spliced connector.

Manufacturer narrative:
A supplemental report is being submitted for correction. Corrected sections: - b5 desc evt problem: correction to the word "still" to "stiff" within the sentence. - h10 addt manufacturer for MDR: corrected to include additional products (driveline cover) information and coding. Additional products: d1: heartware ventricular assist system ¿ driveline cover d4: model #: 1175 / catalog #: 1175 / expiration date: unk / lot#: unk UDI #: asku d9: yes, return date: 01-sep-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: unk h5: yes h6: patient ime code(s): e0119 h6: imf code(s): f12, f08 h6: img code(s): g04037 h6: FDA device code(s): a150207 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
#A supplemental is being submitted for additional information. Additional products: unk ¿ driveline cover h6: FDA method code(s): b01 h6: FDA results code(s): c06, c07 h6: FDA conclusion code(s): d1501. Product event summary: a segment of the driveline cable associated with (B)(6), and the associated driveline cover (unknown lot number) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. A review of the driveline cover's inspection documentation could not be conducted since the lot number is unknown. On-site inspection of the driveline cable, as well as visual inspection of the returned segment of driveline cable, revealed a cut on the outer sheath. Visual inspection also revealed yellowing of the outer sheath and damage to the strain relief. Additionally, damage to the insulation was observed on the green, red, blue, yellow, and black wires at the location of the cut on the driveline segment. A driveline splice procedure was performed to mitigate the reported conditions. Functional testing of the driveline segment revealed that the driveline passed the continuity test and locking mechanism test. Failure analysis of the y-cable returned with the driveline cable segment revealed that the device passed visual examination and functional testing. Based on the investigation conducted and the available information, possible root causes of the reported difficulty disconnecting the y-cable event can be attributed, but not limited, to foreign material within the connector(s) and/or the angle of connection during use. Visual inspection of the returned driveline boot cover revealed slight discoloration around the edges and foreign material within the device. Functional testing using a sample driveline connector revealed that the driveline cover's axial retrieval force exceeded the current system requirement, indicating that the driveline cover was more difficult to remove. Dimensional verification revealed that the driveline cover¿s inner diameter was found to be below specification. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. Review of the controller log files associated with (B)(6) revealed several reactivation events, electrical fault alarms, high watt alarms, and vad disconnect alarms starting on (B)(6) 2021. Review of the event log file revealed a reactivation event on (B)(6) 2021 at 08:43:49 indicating a short circuit in the rear stator, followed by a reactivation event on (B)(6) 2021 at 08:49:28 indicating a short circuit in the front stator; two (2) additional reactivation events due to a short circuit in the front stator were logged on (B)(6) 2021 at 01:57:02 and on (B)(6) 2021 at 18:02:47. The single stator operation associated with the shorts led to power consumption above normal operating range and likely triggered the subsequent high watt alarm on (B)(6) 2021 at 08:02:53 due to the increased power consumption required to run on a single stator. Three (3) electrical fault alarms were logged between (B)(6) 2021 at 18:02:56 and (B)(6) 2021 at 08:22:36 due to a short circuit in the rear stator. A controller power-up event was recorded on (B)(6) 2021 at 08:24:10, likely during troubleshooting of the alarms. Two (2) additional electrical fault alarms were logged on (B)(6) 2021 at 11:57:05 and 12:11:47 due to an open phase in the rear stator and front stator, respectively. Two (2) electrical fault alarms were also logged at 12:26:16 and 12:28:14 on (B)(6) 2021 due to the front stator not being connected. Sixteen (16) additional high watt alarms were logged between (B)(6) 2021 due to the increased power consumption required to run on a single stator. Additionally, four (4) vad disconnect alarms were logged on (B)(6) 2021 starting at 12:10:48 indicating physical disconnections of the driveline from the controller, likely during troubleshooting, including the splice repair. As a result, the reported event was confirmed. Based on the investigation conducted, the most likely root cause of the reactivation events and electrical fault alarms due to a short circuit can be attributed to the observed driveline damage, which was likely due to the handling of the device. The damage likely left exposed wires, thus allowing the wires' insulation to be damaged; subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Based on the available information and investigation conducted, the most likely root cause of the electrical fault alarms due to open phases may be attributed, but not limited, to a marginal connection between the driveline and the controller. The most likely root cause of the high watt alarms can be attributed to the increased power consumption required to run on a single stator. The most likely root cause of the driveline strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the driveline outer sheath yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information: b5: information regarding the driveline splice repair was received as well as patient impact during the procedure. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the driveline splice repair was performed. During the repair, the patient loss consciences during the pump off time. After a third attempt, the driveline splice connector was successfully connected to the controller. The driveline cover was still and would not fit over the spliced connector. The patient remained without a driveline cover as there was no replacement cover available.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited electrical fault alarms and the driveline was damaged. The patient stated that they were "very active and (the) lines get jostled a lot." The vad also exhibited above normal power with high watt alarms and was running on a single front stator. The health care professional was instructed to secure the driveline with two tongue blades and tape. The patient was admitted to the hospital and a driveline splice procedure was planned. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: a segment of the driveline cable associated with (B)(6) and the associated driveline cover (unknown lot number) were returned for e valuation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. A review of the driveline cover's inspection documentation could not be conducted since the lot number is unknown. On-site inspection of the driveline cable, as well as visual inspection of the returned segment of driveline cable, revealed a cut on the outer sheath and damage to the inner lumen. Visual inspection also revealed yellowing of the outer sheath and damage to the strain relief. Additionally, damage to the insulation was observed on the green, red, blue, yellow, and black wires at the location of the cut on the driveline segment. A driveline splice procedure was performed to mitigate the reported conditions. Functional testing of the driveline segment revealed that the driveline passed the continuity test and locking mechanism test. Failure analysis of the y-cable returned with the driveline cable segment revealed that the device passed visual examination and functional testing. Based on the investigation conducted and the available information, possible root causes of the reported difficulty disconnecting the y-cable event can be attributed, but not limited, to foreign material within the connector(s) and/or the angle of connection during use. Visual inspection of the returned driveline boot cover revealed slight discoloration around the edges and foreign material within the device. Functional testing using a sample driveline connector revealed that the driveline cover's axial retrieval force exceeded the current system requirement, indicating that the driveline cover was more difficult to remove. Dimensional verification revealed that the driveline cover¿s inner diameter was found to be below specification. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. Review of the controller log files associated with (B)(6) revealed several reactivation events, electrical fault alarms, high watt alarms, and vad disconnect alarms starting on (B)(6) 2021. Review of the event log file revealed a reactivation event on (B)(6) 2021 at 08:43:49 indicating a short circuit in the rear stator, followed by a reactivation event on (B)(6) 2021 at 08:49:28 indicating a short circuit in the front stator; two (2) additional reactivation events due to a short circuit in the front stator were logged on (B)(6) 2021 at 01:57:02 and on (B)(6) 2021 at 18:02:47. The single stator operation associated with the shorts led to power consumption above normal operating range and likely triggered the subsequent high watt alarm on (B)(6) 2021 at 08:02:53 due to the increased power consumption required to run on a single stator. Three (3) electrical fault alarms were logged between (B)(6) 2021 at 18:02:56 and (B)(6) 2021 at 08:22:36 due to a short circuit in the rear stator. A controller power-up event was recorded on (B)(6) 2021 at 08:24:10, likely during troubleshooting of the alarms. Two (2) additional electrical fault alarms were logged on (B)(6) 2021 at 11:57:05 and 12:11:47 due to an open phase in the rear stator and front stator, respectively. Two (2) electrical fault alarms were also logged at 12:26:16 and 12:28:14 on (B)(6) 2021 due to the front stator not being connected. Sixteen (16) additional high watt alarms were logged between (B)(6) 2021 due to the increased power consumption required to run on a single stator. Additionally, four (4) vad disconnect alarms were logged on (B)(6) 2021 starting at 12:10:48 indicating physical disconnections of the driveline from the controller, likely during troubleshooting, including the splice repair. As a result, the reported event was confirmed. Based on the investigation conducted, the most likely root cause of the reactivation events and electrical fault alarms due to a short circuit can be attributed to the observed driveline damage, which was likely due to the handling of the device. The damage likely left exposed wires, thus allowing the wires' insulation to be damaged; subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Based on the available information and investigation conducted, the most likely root cause of the electrical fault alarms due to open phases may be attributed, but not limited, to a marginal connection between the driveline and the controller. The most likely root cause of the high watt alarms can be attributed to the increased power consumption required to run on a single stator. The most likely root cause of the driveline strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the driveline outer sheath yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Additional products: product ID: 1175- lot#: unk. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.